Event description:
The device was attached to an unconscious pt, rendered a shock advised decision and charged up to 200 joules. The reporter alleged that the device "locked up" when the shock button was pressed. The device was swapped with a back up device and treatment was continued. The pt's outcome and details were not reported.